Event description:
It was reported that during a follow up in clinic, low pacing impedance and noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. The physician suspected ra lead damage, however, it is unknown if diagnostic imaging was performed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.